Manufacturer narrative:
Unit was monitored for 24hrs and no check settings alarm noted. Unit passed self test, displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had battery tube threads cracked cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a set change and multiple motor errors since the set change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 128 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.